Event description:
The product was used during a lap chole procedure. Reportedly, after the second clip was fired, the instrument would no longer fire. No pt injury reported.

Manufacturer narrative:
6/24/1998-supplement #1 sent to FDA. Device not available for eval.